Event description:
It was reported that during a colon rechannelling surgery, the operator, after placing the purse-string suture, introduced the stapler head in order to create the anastomosis. After introducing the stapler head, he closed the stapler and fired it. At the first attempt, he didn't get any audible feedback due to the breakage of the breakaway washer, so he decided to fire the stapler again. At the second attempt, the stapler worked. However, when he tried to reopen it, he was unable to withdraw it. He therefore, closed the stapler again and then reopened it, and he eventually managed to withdraw it by applying some force. He examined the integrity of the donuts, and they were intact. However, since he was afraid that he had torn the anastomosis, he performed the manual oversewing of the anastomosis. Later, outside the operating field, the surgeon tried closing the stapler and noticed that it failed to close properly. Only at the third attempt did the stapler close completely. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).